Event description:
Approximately 49 months post the index procedure, patient underwent revascularisation. One pacific plus balloon catheter and non-medtronic stenting was used in the r-sfa and one amphiprion deep pta balloon catheter was used in the mid ata. Approximately 4.5 months post the revascularisation of the ata and r-sfa the patient experienced worsening pad of the right leg (sfa/tibial) and underwent revascularisation of the r-ata and r-sfa. The patient was treated with pta and stenting.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.